Event description:
Per the audiologist, the patient¿s device is extruding. Revision surgery is planned, but had not happened at the time of this report.

Manufacturer narrative:
Implanted device remains.